Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was pre-dilated with a 20mm balloon, unknown type. The physician attempted to place a taxus liberte' 2.5x24mm drug eluting stent, but encountered resistance in the y-adaptor and upon removal the stent was found to be deformed. The procedure was completed with another device. No patient injuries or complications were reported. Patient status post procedure is noted as good.

Manufacturer narrative:
The device was returned and initial visual examination noted stent damage. Several proximal stent struts were bunched together. This type of damage is consistent with the delivery system encountering some form of restriction. The device was returned without the product mandrel inserted or the stent balloon protector attached, therefore indicating the device had been prepped for use. A review of the shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is determined to be unknown.